Event description:
Alleged the bed has no head down function.

Manufacturer narrative:
The facility found the bed would function when using a pendant from another bed. A new pendant was sent to the facility to repair the bed.